Event description:
It was reported that during an adenoid surgery the procise coblator wand worked without inconvenience, then, when performing the tonsillectomy, the wand did not cut or coagulate and it was found that the electrode was broken. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: additional information b5 and h6 (health effect - impact code) updated.

Event description:
It was reported that during an adenoid surgery the procise coblator wand worked without inconvenience, then, when performing the tonsillectomy, the wand did not cut or coagulate and it was found that the electrode broke inside the patient. The oral cavity was checked and nothing was found, it is possible that it had been suctioned. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The middle wire of the electrode is partially detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation with the remaining electrode. Saline and suction both performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports, after an adenoid surgery was completed (¿without inconvenience¿) and then proceeding with tonsillectomy, the wand did not cut or coagulate. Reportedly, upon checking the wand tip, it was discovered, an electrode was broken. Correspondence dated 17-oct-2022, states problem identified during use ¿outside the patient.¿ as of the date of this medical investigation, the requested clinical documentation (including the surgical report or photos) has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. Per case details, ¿the procedure was successfully completed with a non-significant surgical delay using a back-up device.¿ it was further reported, ¿the patient's health was not affected,¿ and no patient injury has been alleged. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.